Manufacturer narrative:
Patient information unk. Relevant tests/laboratory data unk. Other relevant history unk. Device model number, lot number, catalog number, expiration date and UDI unk. Physician information unk. The device was discarded, therefore no investigation could be performed. Device manufacture date unk because lot number unk.

Event description:
A philips employee became aware on 25 aug 2021 of an article present in plos one, a peer-review journal from the department of cardiac surgery, heidelberg university hospital, germany (article accepted 04 may 2021; published 14 may 2021). The journal article, titled "the use of laser lead extraction sheath in the presence of supra-cardiac occlusion of the central veins for cardiac implantable electronic device lead upgrade or revision", involves a study of 106 patients that underwent percutaneous laser lead extraction (lle) with lead revision and/or upgrade. The study took place from may 1, 2010 to january 1, 2020, so the procedure date used for this report is 01 may 2010. It is unknown the indication for extraction or how many leads were being extracted. The article stated that spectranetics 14f and 16f glidelight laser sheaths were in use, along with spectranetics lead locking devices (llds). One of the patients experienced an intraoperative superior vena cava (svc) tear and was treated by immediate thoracotomy and surgical repair. This report captures the glidelight device (model unk) in use when the svc tear occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.